Manufacturer narrative:
Additional information was received on september 22, 2020. In addition to the capsular contracture reported initially, bilateral waterfall deformity (ptosis) and left sided implant inferior displacement was present. The contralateral prosthesis is being reported under 1645337-2020-13037. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 18, 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on august 22. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On september 2, 2020 mentor received additional information that the impacted product was placed during a breast augmentation revision. Also the identity of the product returned (different than the original lot number reported) was confirmed to be the impacted product. The impacted product is a 550cc mentor memorygel breast implant. When the devices were explanted, bilateral prosthesis replacement with 595cc mentor memorygel breast implants was performed. A manufacturing record evaluation was performed for the finished device number 7636241, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 500cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture post procedure. This was accompanied by asymmetric appearance, the breast being hard, and the breast being raised. As a result, device replacement with unspecified mentor implants is planned for (B)(6) 2020.